Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump had a constant tone. The patient's blood glucose at the time of incident was 130 mg/dl. The constant tone occurred during normal use. No other alarm followed occurred before the tone appeared. It is unclear whether the tone is actually an unspecified alarm. The customer was advised to remove the battery for two hours, monitor their blood glucose, and resume manual insulin injections if needed. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
Unit received with a constant tone after battery installation due to moisture damage on printed circuit board. Unable to perform functional test due to constant tone. Unit received with minor scratched lcd window and cracked retainer.